Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID drivers needed to reinstall. A technical support specialist (tss) completed the replacement of the biometric identifier reader and installed the required lumidigm update package to ensure compatibility with the es version in use. Logged into the station with administrative access, applied the driver update, and verified successful installation. Performed functional testing through the hardware test application, rebooted the station, and confirmed proper biometric identifier operation within the med application. Reviewed station logs to ensure successful fingerprint capture and authentication. Bio ID functionality confirmed restored. Case closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bioid was not working.there were no adverse events or injuries reported based on this event.